Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of device memory confirmed that a low voltage alertcode 1003) was recorded. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this pacemaker had been nearing elective replacement indicator (eri) battery status. However, at the current device follow up, a code 1003 was observed. Due to the error message, premature battery depletion was suspected and the device was explanted and replaced that day. No additional adverse patient effects were reported. The explanted device was returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this pacemaker had been nearing elective replacement indicator (eri) battery status. However, at the current device follow up, a code 1003 was observed. Due to the error message, premature battery depletion was suspected and the device was explanted and replaced that day. No additional adverse patient effects were reported. The explanted device was returned for analysis.